Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in senor state 5 (indicating normal termination). Watermark was observed at the base of the tail. Visual inspection was performed on the returned sensor plug and no failure modes were observed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "check sensor" message from the adc device. The customer was able to be contacted and indicated they experienced symptoms described as "sweat, dimming, lack of strength" and was unable to self-treat. A non-healthcare professional obtained an unspecified capillary result (unspecified meter) and administered oral glucose for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform they received a "check sensor" message from the adc device. The customer was able to be contacted and indicated they experienced symptoms described as "sweat, dimming, lack of strength" and was unable to self-treat. A non-healthcare professional obtained an unspecified capillary result (unspecified meter) and administered oral glucose for treatment. There was no report of death or permanent injury associated with this event.